Event description:
This is report 1 of 2 for the same event. It was reported that when the electric pen drive device was used with the cable to console device there was no power. The event was not reported to have occurred during a surgical procedure. There were no delays to a planned surgical procedure. It was not reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. It was noted that the electric motor and electronic control module were corroded and rust was found on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and possible immersion during the cleaning process, which is misuse, and/ or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.